Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The insulin pump will be returned.